Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 30 mg/dl. The customer treated low blood glucose value with food. Insulin delivery was suspended due to sensor values. The customer¿s blood glucose was 175 mg/dl and the sensor glucose was 126 mg/dl at the time of the incident. The sensor glucose and blood glucose difference was 49. The customer declined further troubleshooting. The insulin pump and sensor both will not be returned for analysis.